Manufacturer narrative:
The device history record of reported lot number 6004932 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that during routine use, the patient had left the facility and returned approximately 15 minutes later with visible leakage from the cassette. The medication had soaked through the patient's jeans, and pooling had been observed at the bottom of the cassette reservoir. Upon inspection, they were unable to determine the exact location of the source of the leakage. The cassette had appeared to be properly connected and in normal condition prior to use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.